Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with glucose readings as high as 450 mg/dl over approximately two days, device alerts for glucose above 300 mg/dl for more than 90 minutes, and subsequent improvement after a full supply change and continued monitoring; the user intermittently disconnected from the ilet and administered subcutaneous insulin via pen and reported ketone positivity while on a low dose of oral steroids. Symptoms included feeling very sick with nausea. Outcomes included no professional medical intervention, no hospitalization, and recovery to normal glucose range. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction reported and an unclear cause of the hyperglycemia, with potential contributing factors including temporary disconnection from therapy and concurrent oral steroid use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.